Manufacturer narrative:
This ipg serial number was included in a field advisory. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was resumed post operatively.

Event description:
Additional information obtained identified the patient's ipg reached end of life.